Event description:
Customer is complaining about: during an internal review on (B)(6) 2013 for nc 297882 it was discovered that plate aj0438 had a negative erc that did not pipette. Well ID is f12. Upon discovery contacted customer with information and they are discussing what to do with all the sample results generated by the plate. They are considering invalidating the plate and recalling all blood products associated with the samples on the plate. Will follow up with account to obtain their decision. Customer called the hotline to report how the samples on plate aj0438 were being handled at obi. Customer reviewed the plate aj0438 pipetted on verseia a358. It was determined that package insert was followed and that the results are valid. Customer qa consulted clia provider and advised them that the external control was not pipetted. Customer will not perform a product recall, but will handle this internally with root cause and corrective action.

Manufacturer narrative:
On (B)(6) 2013, ortho clinical diagnostics (ocd) notified customers (cl13-255) of an ortho verseia pipetter software issue that can occur during plate processing when the verseia pipetter performs the ¿retry¿ function to recover from a ¿no tip¿ error (hamilton error code 8). The letter stated that the previously generated results may have been impacted. Ocd customer technical services will review all available data received via e-connectivity to identify any adverse events and will inform customers of any erroneous results generated due to this issue. Any devices not e-connected, ocd will be working with customers to obtain historical data from these instrument(s). The letter also listed the following required actions: discard all results for any plate for which a plate pipette error report lists a ¿no tip¿ error after processing on the ortho verseia pipetter. Post this notification in your laboratory or with your user documentation. The FDA¿s nj district on (B)(4) 2013 per recall number ortho verseia pipetter ¿ recall #: 2250051-08/27/2013-001-c. (B)(4).

Manufacturer narrative:
Suspect medical device: the manufacturer field was blank on the initial report. A supplemental report has been submitted to provide this information.